Event description:
During a shoulder arthroscopy subacromial decompression and capsular release for frozen shoulder surgery using a saber 30 with integrated cable arthrowand, the tip of the wand broke off during the surgery and remains in the soft tissues of the pt's shoulder. There is no plan to reoperate to remove the fragment. There is no reported adverse effect to the pt.

Manufacturer narrative:
The device was discarded by the user facility and is not available for investigation. Since the device was not returned for investigation and the lot number was not provided, a complete investigation could not be performed and a root cause could not be determined.